Event description:
Customer reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. System check was performed by tandem technical support and no issues were identified. To resolve the occlusion issue, the customer attempted changing the infusion set and cartridge. Ultimately, the customer reverted to an alternate method of insulin therapy.